Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was difficult plunger movement while using a bd plastipak¿ syringe 3ml luer-lok¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the sample sent by the customer and the complaint report were verified and performed functional and validated tests (breakout & sustaining) and no deviation was found. DHR, quality notification and maintenance records analysis was performed and no occurrences potentially related to the defect was observed. It was not possible to identify the root cause for the reported defect. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.